Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was not turning on. The customer's blood glucose level was unknown at the time of the incident. She reported that her insulin pump had delivery issues, the sensors were never accurate, and also it was cracked. The insulin pump will be returned for analysis.